Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pericardial effusion. The patient was asymptomatic. No procedure was performed to address effusion. Upon device interrogation, the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient¿s condition was stable post procedure.